Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure,the blade was not rotating when trying to morcellate the myoma. Another like device was used to complete the procedure with no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). The procedure was a laparoscopic hysterectomy. The device stopped rotating after it entered the cavity. The blade was jammed before it touched the tissue. To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The returned blade failed the sharpness test. The specification has a maximum average breaking force. As tested, the blade is now dull and would not cut any more even though it rotated and extended as intended.